Event description:
Report received from (B)(6) stating that the device could not attach to the motor. Device was used during surgery. Injury and medical intervention did not occur. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).